Event description:
Same case as: 2184052-2015-00015 and 2184052-2015-00016. It was reported that while placing and l5 and s1 screws, the first screw driver female hex tip cracked, then a second screw driver hex tip broke off. Then the dorsal height adjuster instrument was used and it broke. Surgery was unable to be completed. A revision surgery occurred where the implants were implanted without incident.

Manufacturer narrative:
Device history record review for all returned devices did not find any deficiencies. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.